Event description:
It was reported the pt could not turn on the stimulation because the programmer screen was blank. The pt tried to change the screen setting but the issue persisted. A new programmer and battery carrier was sent to the pt. The sjm representative successfully reprogrammed the pt. Follow-up determined the pt is not getting full pain coverage. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.